Manufacturer narrative:
Concomitant devices: prowler select plus(606-s255x, lot unknown); chikai 200cm 0.014inch/asahi intecc. The 1-year follow-up took place on (B)(6) 2011, aneurysm neck was 6.9mm, and the neck to sac ratio was 6.9mm:18.3mm. The parent vessel size diameter proximal was 4.5mm and distally was 3.7mm. The occlusion rate of aneurysm was 90%. Mrs was 2. The 2-year follow-up was not conducted because the patient died. Mrs on (B)(6) 2013 was 6. Antiplatelet therapy included aspirin 100mg/day: (B)(6) ~end date unknown, clopidogrel sulfate 75mg/day: (B)(6) 2010, 50mg/day: (B)(6) 2010, 25mg/day: (B)(6) 2010 ~(B)(6) 2011, argatroban hydrate 60mg/day: (B)(6) 2010, heparin 4000u was administered intra-procedurally. Prior to implanting the vrd, brite tip 7fr 90cm/cordis, prowler select plus(606-s255x, lot unknown), chikai 200cm 0.014inch/asahi intecc, were utilized. Other devices utilized during the procedure were, prowler select lpes (606-s155x, lot unknown), chikai 200cm 0.014inch/asahi intecc, orbit (637cf0925 total 3, 637cf0824, 637cf0615, 637mf0407, 637mf0306, 637mf2535, lot all unknown). During the procedure, the jailing technique was utilized. No further information is available and procedural images are not available.

Event description:
This complaint is from a clinical study (B)(4). The index procedure took place on (b)(46) 2010. The procedure was coil embolisation of the left intracranial vertebral artery assisted with an enterprise vrd (enc452812/01422404). On (B)(4) 2013, the physician received the information which the patient died on unknown date. This information was obtained from her family but cause of the death was also unknown. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown. The patient was a female of (B)(6) with medical history of hydrencephalus, acute epidural hematoma, essential hypotension, anemia, previous coil embolisation for left vertebral artery aneurysm, v-p shunt placement for posterior horn of right lateral ventricle, l-p shunt placement for posterior horn of right lateral ventricle and left occipital artery-posterior inferior cerebellar artery bypass surgery. The unruptured saccular aneurysm neck was 6.9mm, and the neck to sac ratio was 6.9mm:17.8mm. The parent vessel size diameter proximal was 3.8mm and distally was 4.0mm. Modified rankin scale (mrs) score before the procedure on (B)(6) 2010 was 3, after the procedure on (B)(6) 2010 was 3, (B)(6) 2010 was 2. The act was 134 seconds pre anticoagulation and 291 seconds post anticoagulation. No information regarding inr, pt and ptt. The occlusion rate of aneurysm was 100% after the procedure.

Manufacturer narrative:
The devices were not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01422404. The device history record review also included a review of the certificate of conformance, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The device history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Since the lot number for the orbit coils was not available, a device history review could not be conducted for these devices. Based on the information provided, it is not possible to determine the cause of death; however, the patient¿s significant neurological medical history may have contributed to the death. Aneurysm recanalization after coil embolization is a known potential event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. With review of the limited information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. The orbit coils are now separated into different medwatch forms and this becomes report 1 of 7 related to (B)(4).